Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what were previously alleged, ppf alleges metallosis. Updated patient harm, expiration date. Added patient's age, revision hospital, law firm in the facility name.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation papers alleged that the patient was revised because of pain and suffering. Update may 23, 2017. Legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address total hip replacement with acetabular loosening and wear. On the revision note, the acetabulum was noted to be tilted in an almost vertical position with some wear around the neck from the edge of the acetabulum causing some metallic debris. Also, the patient had 2 screws fixing the cup but one of the screws was broken and embedded. The cup together with its metal articulation was removed since it was noted to be grossly loose. A trephine had to be used to remove the broken screw. Updated the head and liner product. Added the stem for the alleged pain and the screw. This complaint was updated on: jun 2, 2017.